Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there was an alarm failure. The device was not in use on a patient.